Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 612 mg/dl. The customer did not want to troubleshoot, and just wanted the insulin pump replaced. Gave the customer her out of warranty options, and she agreed to receive a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.